Event description:
It was reported that during a l.a.v.h. Procedure, the active blade of the device broke off in the pt. The blade was retrieved through the trocar. The case was completed with a like device successfully. There were no pt outcomes.